Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included bench handling, stress testing through pads without any discrepancies. Review of device's activity logs indicates that in the reported event date the device did recognize the attached pads but the device was in leads view. Logs indicate that the pads lead view was not selected during the case which is necessary to view ECG signal via pads. This claim has been closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.